Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It was reported that automatic ventilation failed during use. There was no injury reported.